Event description:
The customer reported the ventilator would power on into normal ventilation mode but after a few minutes would alarm and discontinue ventilation. The ventilator was not in use on a pt therefore, there was no pt harm or involvement. The svc MFR's tech reported upon power on the initial post data on the ventilator monitor was only partially visible. The svc tech was able to duplicate the customer reported problem. The svc tech replaced the vga pcb to correct the problem. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications.